Event description:
Noise was observed on the egms. Technical services noted that the noise appeared to be a conductor fracture. The pt has been seen two more times for follow-up without any more stored egms showing noise. Although the noise was reproduced, the physician has elected to reprogram the device. The lead remains implanted. The pt will be seen again for routine follow-up.